Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer's mom reported via phone call that there was water in battery compartment. The customer¿s blood glucose was 57 mg/dl at the time of incident. Customer stated that o-ring was in place. Customer stated they saw fluid under the lcd. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.